Manufacturer narrative:
The affected device was analyzed by dräger service after the event. During testing no hardware malfunction could be detected. Evaluation of the log files revealed no technical malfunction around the date of event. On (B)(6) around 7:45pm the device detected a leakage in the breathing system and generated the visual and audible alarms ¿peep low¿, ¿vt high¿, ¿disconnection?¿, ¿airway obstructed?¿, ¿pressure limited¿ and ¿respiratory rate high¿ to alert the user. The user acknowledged the alarms by activating the audio paused button. Other than reported it could be determined that the ventilation did not stopped, but possibly could not be performed as set because of a leakage in breathing circuit. The system reacted as specified to a leakage and posted accompanying alarms.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that: the v500 abruptly stopped while connected to a patient. No patient injury.